Event description:
It was reported that the customer had high and low blood glucose levels. Customer's mother stated that her son's blood glucose level was 79 mg/dl. Customer's mother reported that the customer's high blood glucose level was 497 mg/dl and their lowest was 42 mg/dl. Customer sometimes gets hyper and sometimes he gets tired. Customer has treated for high blood glucose levels with the pump. Customer does not use the bolus wizard. Customer does not have a tubing clamp available. Customer will be sent a tubing clamp and will call back to continue troubleshooting when they receive it. Customer's mother does not want to change the infusion set. It was explained that high blood glucose levels are often caused by site/set issues. Customer was advised to talk to their health care provider about their low blood glucose levels and to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.